Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. No patient involvement and no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the issue. Fse replaced the video generator board kit to resolve the issue. After each operation fse checked the operation based on the regular inspection record sheet and confirmed that it is currently in good working order.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a daily routine check, the cardiosave intra-aortic balloon pump (iabp) touch panel response is poor. There was no patient involvement.